Event description:
It was reported that stent foreshortening occurred. Vascular access was obtained via the femoral artery. The 38mm in length, 2.75 mm in diameter concentric and de novo target lesion being treated was located in the left anterior descending (lad) artery. A 6f non-bsc guide catheter and a 0.014 guide wire were advanced to the lesion. A 2.75x38mm taxus element long stent was selected to treat the lesion. Upon inflation, the physician noted that the stent had a longitudinal foreshortening. The procedure was completed with this device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).